Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of holes on the proximal portion of the bag. Stretching was also observed near the holes. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by excess force being applied on the tissue bag with a blunt instrument or object. A historical trend analysis and review of production records was performed, and no relevant documentation was identified.

Event description:
Procedure performed: ldg. Event description: [hospital]. Dealer: [name]. Report from the sales rep via email; when the pouch was spread in the abdominal cavity, a hole was found. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ldg. Event description: [hospital]. Dealer: [name]. Report from the sales rep via email; when the pouch was spread in the abdominal cavity, a hole was found. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.